Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After instrument and instrument data evaluation, the cse replaced the heat exchanger fan and the computer mounting arm. The cse instructed the customer to run controls. The cause of the discordant calcium result is unknown. The customer successfully ran controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, which resulted higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca result.